Manufacturer narrative:
The administration set related to the complaint was not returned for evaluation. However, a review of the DHR was performed and no non-conformances were observed. This is a retrospective filing.

Event description:
The initial reporter stated: "administration set leaking. Leaking was noted when taking bags out of refrigerator storage." No injury to the patient was reported. The reporter did not specify a specific date. (B)(4).